Event description:
During baxter's evaluation of a device for an unrelated complaint, the device failed an upstream occlusion test. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. Review of testing data found a retest for the upstream occlusion at 40ml/hr for a failure during the test. The upstream sensor was replaced.